Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was unknown. The nurse stated that the customer has been in and out of the hospital due to elevated blood sugar in the past couple of months. The customer stated that she had a sinus infection and her sugar sky rocketed. The customer was hospitalized for acute hyperglycemia. The customer was treated with saline drip. The customer declined to troubleshoot for high readings.